Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 303367 and lot number 4247046. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 303367. Batch#: 4247046. Verbatim: sue, was advised to reach out to you regarding an issue you have been dealing with at xxxx. Centracare ems (ambulance) in xxxx has had 2 vials of fentanyl that were punctured using the new (sub safety blunt needle) and when doing so, the vial rubber stops either pushed into the vial or blew the seal and the medication poured out of the vial. This incident is being vetted by our managers and clare to assure no foul play, but it doesn¿t appear to be the case. 2 sperate medics, and it appears that there was no previous tampering. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 01-03-2025. 3. Can you please provide the needle material and lot number associated with reported issue? Plastic. Lot # 4247046.